Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a media report of a patient treated with coolsculpting developed paradoxical adipose hyperplasia (pah) and required liposuction.

Manufacturer narrative:
Corrected data: d1, d8, g1 and h6.